Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was seen in clinic and presented with high lead impedance. The patient had recently fell out of the bed but there were no adverse events reported. The patient was referred for x-rays. The x-ray images were received and reviewed. The generator was located in the patient¿s upper left chest. The connector pin cannot be seen coming through the second connector block due to the angle of the image. The filter feed thru were confirmed to be intact. A strain relief bend is present per labeling, but a strain relief loop does not appear to be present in the neck area per labeling. A loop was present in the chest near the generator site. No tie-downs were placed. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted lead has not been received by product analysis to date.

Event description:
The suspect device was returned but product analysis is still underway.

Event description:
Product analysis was completed on the returned lead.